Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 8/09/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery note reported metallosis. Here is no new additional information that would affect the existing investigation.

Event description:
Litigation received alleging that the patient suffers from synovitis, tissue necrosis, inflammation. Also alleged pain, implant loosening, and chromium and cobalt toxicity. Update (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part & lot information. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2013. Update rec'd (B)(4) 2015 - sales rep reported revision surgery. Patient was revised to address pain and elevated metal ion levels. The stem and sleeve are now being added to the complaint. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).